Event description:
The programmer was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the lower case was dented and its feet were worn, the latch tabs were broken off the power cord door, the electrocardiogram connector on the link electronic module was loose as was the universal serial bus. The programmer was to be scrapped. Concomitant product: product ID: 229047, software analyzer. (B)(4).